Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: ni. Detailed description of event: "when deploying endo pouch retrieval system, the prongs came out of the bag, rendering it unusable." "No harm to patient." The device is available for return. The lot number is pending information from the account. Limited information is available at the time of reporting. Additional information was received via email on 03may2019 from [name] purchasing dpt. [Name] hosp. "Yes" they used a different bag and had better luck. The lot number is not available at this time as, "safety already took it. They will report it to medsun. I am sure at some point we can get it from them once they open it." "I am having a hard time getting that info. This is all the scrub wrote. "When we went to deploy the retrieval bag, the bag itself came off the prongs." I do not know the lot number. I will try and find out from safety. The prongs were not deployed into patient. They removed it and used another bag without any problems." Additional information was received via email on 06may2019 from [name], crhc, [name] hosp. "Lot# is 1341475" additional information received via email from account manager, [name] on wednesday, 15may2019: "I was called today by patrick from risk management and he said that the item was accidentally thrown out." Type of intervention: "they removed it and used another bag without any problems." Patient status" "no harm to patient."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Detailed description of event: "when deploying endo pouch retrieval system, the prongs came out of the bag, rendering it unusable." "No harm to patient." The device is available for return. The lot number is pending information from the account. Limited information is available at the time of reporting. Additional information was received via email on 03may2019 from [name] purchasing dpt. [Name] hosp. "Yes" they used a different bag and had better luck. The lot number is not available at this time as, "safety already took it. They will report it to medsun. I am sure at some point we can get it from them once they open it." "I am having a hard time getting that info. This is all the scrub wrote. "When we went to deploy the retrieval bag, the bag itself came off the prongs." I do not know the lot number. I will try and find out from safety. The prongs were not deployed into patient. They removed it and used another bag without any problems." Additional information was received via email on 06may2019 from [name], (B)(6), [name] hosp. "Lot# is 1341475." Additional information received via email from account manager, [name] on wednesday, 15may2019: "I was called today by (B)(6) from risk management and he said that the item was accidentally thrown out." Type of intervention: "they removed it and used another bag without any problems." Patient status" "no harm to patient."